Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 122 mg/dl. The drive support cap was recessed. The customer had MRI and the device was in the same room with the person conducting the test. The customer stated that the insulin pump was exposed to a high magnetic field.

Manufacturer narrative:
The insulin pump failed the displacement test and motor error alarm due to motor encoder signal being out of phase. The verification of the alarm history and the displacement test could not be done due to motor error alarm. The insulin pump was received with cracked reservoir tube lip, battery tube threads, scratched lcd window, stained and shifted end cap sticker.